Event description:
The manufacturer service technician reported that there was part of the attachment stuck in the drill when the drill was received for service at the manufacturer facility. There were no adverse consequences related to this event.